Manufacturer narrative:
The cobas 8000 - cobas e 602 module serial number was 1812-14. The customer's centrifugation time was only 3.5 minutes which is low compared to most manufacturers' recommendations. The analyzer alarm trace showed abnormal aspiration (sample) and abnormal low signal alarms around the time of the event. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of questionable estradiol g3 elecsys results from the cobas 8000 - cobas e 602 module. The initial result was 6528 pmol/l. Because this result did not agree with the clinical diagnosis, the doctor requested repeat testing. The repeat result on a cobas e601 instrument was 43.57 pmol/l. This result was believed correct. The third testing of the sample gave no numeric result but an analyzer alarm. On (B)(6) 2023, the repeat result was 18.35 pmol/l with a data flag.